Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, a micro guidewire, and a 150cm x 5cm prowler select plus microcatheter (606s255x / 30734773) were introduced into the parent artery. The physician opened the packaging of the complaint stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 7057084) to inspect its integrity and took the stent from the dispenser hoop. The physician pinched the protective sheath and the delivery guidewire to prevent the stent from releasing during the removal process. The physician introduced the stent into the y-connector, advanced the stent and delivered the stent; it was reported that the stent was impeded in the proximal section of the microcatheter and could not be advanced nor withdrawn. The physician removed the stent and the microcatheter together. A new microcatheter and a new stent were used to complete the procedure. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30734773) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00220. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00220 and 3008114965-2023-00221. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component of the 4.5mm x 28mm enterprise® vascular reconstruction device was deployed in the luer hub of the microcatheter. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch (0.04572 cm) lab sample guidewire was inserted into the microcatheter. The guidewire was advanced until it exited the distal tip of the microcatheter without any noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. Although the functional test could not be performed with the enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue in the complaint was not confirmed. A review of manufacturing documentation associated with this lot (30734773) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution and warning: ¿ do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. ¿ if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00220. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-apr-2023. [Additional information]: on 28-apr-2023, additional information was received. The information indicated that the location of the target aneurysm was on the anterior communicating artery. An adequate and continuous flush was maintained through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The stent component was no longer on the delivery wire when it was removed from the patient. It was not known if the stent / stent delivery system appeared damaged. There was nothing unusual noted about the system prior to use. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The information confirmed there was no patient injury or negative patient outcome. There was no clinically significant delay in the procedure as a result of the reported issues. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00220 and 3008114965-2023-00221. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.